Event description:
The ICD has a hardware reset (hwvvi). Technical services stated that the pt needed to be placed on external monitoring and that the device needed to be explanted as soon as possible. Technical services discussed returned the device for analysis.